Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the battery was overdischarged. The patient told them she had forgotten to charge. A trickle charge was started and they were going to charge and clear it today if possible. The issue was not resolved at the time of the report. Further information from the representative reported that the patient had two past overdischarges. Troubleshooting reviewed that once the power on reset was cleared the end of service message would show up and that the implant should still be charged to allow for impedance testing for replacement. The indication for use was chronic low back pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they charged the battery to verify it was at end of service (eos) and lead impedances were within normal limits. The rep reported that the battery was at eos. The rep noted that surgery was planned but no date was scheduled. No further complications were reported.